Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded into myometrial layer not in the fallopian tube where it was originally placed') and device dislocation ('second coil has never been found') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycle"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), menstruation irregular ("irregular menstrual cycle(they were either very heavy or non existent)"), dysmenorrhoea ("painful menstrual cycle"), alopecia ("hair loss"), fluid retention ("fluid retention"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and white blood cell count increased ("wbc elevated"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, arthralgia, migraine, menstruation irregular, dysmenorrhoea, alopecia, weight increased, fluid retention, fatigue, depression, anxiety, white blood cell count increased, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, fluid retention, menorrhagia, menstruation irregular, migraine, myalgia, weight increased and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrtaion, reference number: mw5081012) on 14-nov-2018. The most recent information was received on 24-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embeded into myometrial layer not in the fallopian tube where it was originally placed') and device dislocation ('second coil has never been found') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstural cycle"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), menstruation irregular ("irregular menstrual cycle(they were either very heavy or non existent)"), dysmenorrhoea ("painful menstrual cycle"), alopecia ("hair loss"), fluid retention ("fluid retention"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and white blood cell count increased ("wbc elevated"). The patient was treated with surgery (hysterectomy and bilateral salphinectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, arthralgia, migraine, menstruation irregular, dysmenorrhoea, alopecia, weight increased, fluid retention, fatigue, depression, anxiety, white blood cell count increased, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, fluid retention, menorrhagia, menstruation irregular, migraine, myalgia, weight increased and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081012) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embeded into myometrial layer not in the fallopian tube where it was originally placed') and device dislocation ('second coil has never been found') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstural cycle"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), menstruation irregular ("irregular menstrual cycle(they were either very heavy or non existent)"), dysmenorrhoea ("painful menstrual cycle"), alopecia ("hair loss"), fluid retention ("fluid retention"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and white blood cell count increased ("wbc elevated"). The patient was treated with surgery (hysterectomy and bilateral salphinectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, arthralgia, migraine, menstruation irregular, dysmenorrhoea, alopecia, weight increased, fluid retention, fatigue, depression, anxiety, white blood cell count increased, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, fluid retention, menorrhagia, menstruation irregular, migraine, myalgia, weight increased and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: case became legal, lawyer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5081012) on 14-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("embedded into myometrial layer not in the fallopian tube where it was originally placed") and device dislocation ("second coil has never been found") in a patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), multivitamin, obetrol (adderall) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstrual cycle"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), menstruation irregular ("irregular menstrual cycle"), dysmenorrhoea ("painful menstrual cycle"), alopecia ("hair loss"), weight increased ("weight gain"), fluid retention ("fluid retention"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), white blood cell count increased ("wbc elevated"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (hysterectomy and bilateral salphinectomy) and surgery (hysterectomy and bilateral salphinectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, menorrhagia, arthralgia, migraine, menstruation irregular, dysmenorrhoea, alopecia, weight increased, fluid retention, fatigue, depression, anxiety, white blood cell count increased, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, fluid retention, menorrhagia, menstruation irregular, migraine, myalgia, weight increased and white blood cell count increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.